Event description:
It was report that during preparation of a 2.5 x 18 mm xience v, the stent dislodged from the balloon. There was no patient involvement as this device was being prepped before the start of the procedure. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the returned goods lab analysis noted contrast in the inflation lumen, which is consistent with preparation for use. There was blood on the shaft, on the balloon and on the stent implant, which may suggest advancement into the body and is inconsistent with the report that the issue was discovered during preparation for use. The stent implant was not dislodged and was stationary between the markers of the tightly folded balloon, thus the incident could not be confirmed. Follow-up information was requested and the account confirmed that the correct device was returned. The outer diameters of the stent implant met manufacturing criteria. There were bent struts at the distal end of the stent implant and two kinks in the hypotube. Since these damages were not noted during inspection for use, or included in the complaint incident, they may have occurred as a result of handling, packaging, and/or shipment back to abbott vascular for analysis. In this case, due to the reported information and the conflicting results of the returned product analysis, no conclusive cause could be determined for the incident. Potential factors that can contribute to stent dislodgement outside the body include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this type of event is not the result of a product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents reported for stent retention issues. There is no indication of a product quality deficiency.